Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: abbott freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 400mg/dl while wearing the pod longer than 48hours. The patient stated there was insulin leaking from the pod. The patient also reported "always having redness due to a bit of an allergy to the adhesive". Symptoms reported panic. The patient was treated for dehydration with intravenous fluids and an insulin injection. The patient was sent home on the same day.